Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results with a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute) compared to unspecified readings obtained on the built-in reader and experienced feeling tired, dizzy, answers late to questions and loss of consciousness. The customer was unable to self-treat and was given glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or sensor plug. Data was downloaded successfully, sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results with a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute) compared to unspecified readings obtained on the built-in reader and experienced feeling tired, dizzy, answers late to questions and loss of consciousness. The customer was unable to self-treat and was given glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.